Manufacturer narrative:
This report is filed april 7, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. It is unknown if there are plans to reimplant the patient with a new device. Device not received by manufacturer.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced sudden loss of connection with the internal device; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
An updated device analysis report has now been attached with additional analysis details. This report is filed april 29, 2016.

Manufacturer narrative:
Per the clinic, it was discovered that during explantation surgery on (B)(6) 2015, the internal magnet was dislodged from the receiver stimulator. This report is filed february 15, 2016.